Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 25mm 3300tfx aortic valve was explanted after two (2) years, eight (8) months, due to unknown reasons. The explanted device was replaced with a 25mm 3300tfx aortic valve. No additional information was provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. A supplemental MDR will be submitted upon receipt of additional information and upon completion of the investigation. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 25mm 3300tfx aortic valve was explanted after two (2) years, eight (8) months, due to unknown reasons. The explanted device was replaced with a 25mm 3300tfx aortic valve. No additional information was provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. A supplemental MDR will be submitted upon receipt of additional information and upon completion of the investigation. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm 3300tfx aortic valve was explanted after two (2) years, eight (8) months, due to aortic valve endocarditis (lactococcus garvieae endocarditis), mobile vegetations, thickened leaflets, increased gradients. Records received noted the aortic valve to be severely infected. Patient presented with lee swelling, redness, and pain. Blood cultures were positive for lactococcus garvieae. Vegetations and pus were noted. The explanted device was replaced with a 25mm 3300tfx aortic valve. The patient tolerated the procedure well and was transported to the thoracic intensive care unit in stable but critical condition. Patient was discharged in stable condition to rehab facility on post-operative day 16.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, h6. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was due to patient factors. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.